Manufacturer narrative:
Additional information received confirmed that burst occurred at the shaft of the device. It also stated that no component embolization occurred.

Event description:
It was reported that the physician attempted to treat patient at the proximal superficial femoral artery using a powercross balloon. Target lesion type was reported to be "soft tissue" with no tortuosity, no calcification and 100% stenosis (cto). It is reported that balloon burst during inflation to 6 atm with an everest inflation device. It was reported that none of the components detached or embolized. The procedure was reported to have been completed using another balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the powercross dilatation catheter was received with the balloon chamber in a post-inflated profile. Three kinks in the dilatation catheter were noted, the kinks most likely happened post-procedure given how the device was packaged for return and how the kinks align with the coiled device. The kinks are located approximately at 38.5cm, 86.5cm, and 134.5cm from the distal tip of the strain relief of the y-manifold. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the dilatation catheter. A 0.018¿ compatible guidewire was loaded through the distal tip of the dilatation catheter and would only advance to the first kink it encountered. A 10cc water filled syringe was attached to the inflation luer lock on the y-manifold in order to inflate the balloon chamber. Fluid was noted leaking from the distal tip of the y-manifold strain relief. A kink in the catheter was noted at the distal tip of the y-manifold strain relief. The printed strain relief of the y-manifold was removed to allow further examination of the catheter and y-manifold. A second attempt to inflate the balloon was made and fluid was observed leaking from the y-manifold to catheter bond. With the aid of a microscope the outer catheter shaft to manifold bond was examined. No excessive amounts of bubbles, or large bubbles were observed. The adhesive appears to be clear. The proximal end of the outer sheath is at the hard stop of the manifold. The manifold was placed in a shallow container of water and air was passed through the inflation lumen to aid in the locating of the leak pathway. The leak appears to run along the base of the outer catheter shaft. Red dye was used to further identify the leak pathway. Per the initial reported event the burst occurred when the balloon was inflated to 6 atm. Per label claim nominal pressure of the powercross dilatation catheter is 8 atm and has a rated burst pressure of 14 atm. If information is provided in the future, a supplemental report will be issued.